Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the lg connector fluid damage, the light guide cable coating damage, the light guide cable compressed (short in length), the objective lens dusty, the angle wire play, the insertion flexible tube attaching nut corroded, the shield cover corroded, the air and the water nozzles deformed, the remote control buttons cut, the junction case loose, the lg prong top loose, the bending rubber worn out, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the light guide cable lump/wave, the segment steel braid rupture, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).